Event description:
Routine complaint investigation when a consumer reported having received higher than consumer felt readings on a precision qid meter. Further information given by the consumer showed that the consumer was using test strips not calibrated to the meter. The test strips had also expired in 12/01. An assay performed on this meter with the combination of these test strips could result in clinically significant readings. No death or injury or medical intervention was reported with the incident.